Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Reportedly the pump battery fully depleted and subsequently the pump shut off. The customer¿s blood glucose was 135 (mg/dl). Although requested, the customer declined to provide method of backup therapy.